Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that system did not start up. To resolve the issue, rse instructed the customer to fully power off the room and wait 10 minutes until all monitors were off and then restart the system. After restarting of the system, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up. It froze at the philips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.